Event description:
Patient had pleurx catheter placed in 2000 without incident. Following drainage in 12/00, a leak was noted. Patient examined 2 days later, and a crack approx 3mm in length was noted midway between catheter exit site and the valve assembly. Physician assistant who reported was interested in repair kit. Advised complete replacement and sent replacement catheter. Have not been able to ascertain whether the device was replaced. At time of exam, there were no signs of infection or other adverse event.